Manufacturer narrative:
E1: patient city: (B)(6) patient country: italy. Name: (B)(6). Imdrf investigation findings code c22 (appropriate term/code not available) has been selected, as code c24 is not available in the database to capture (malfunction observed without conclusive finding). Imdrf cause conclusion code d17 (appropriate term/code not available) has been selected, as code d1501 is not available in database to capture (cause linked to device but unable to trace more specifically). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: review of complaint record database (B)(6) event description and all available information was completed and no lot number specific information identified. Request for lot specific information were sent to the customer but were unable to be provided. As a result, an investigation was completed at the product family level medtronic extended (ewis) / dhf-25.1.3 and malfunction code: adhesive patch does not adhere to the skin after direct application. See attachment medtronic extended adhesive complaint closure investigation may 2026' for more information in the child record database (B)(6). Corrective and preventive action (CAPA) determination: during the investigation CAPA-2010953 was identified, it was opened 18-sep-2024 for adhesive related complaints and bounding cover medtronic extended (ewis) products and the time period reviewed. Root cause of problem: customer complaint reporting for medtronic extended (ewis) includes a large number of reports related to accidental misuse where the infusion set and adhesive patch have been accidentally pulled off during its extended period of wear (compared to three-day adhesives). This is not a result of the design and manufacturing of the adhesive and artificially increase the overall complaint data for medtronic extended (ewis). Corrective action as a result of the investigation: all corrective actions related to medtronic extended (ewis) have been implemented. Summary conclusion: based on the information available, the investigation has been completed, and all applicable requirements were reviewed and found to be met. The complaint is confirmed, as the alleged malfunction is consistent with a known issue that is being addressed under the preexisting CAPA 2010953. As this complaint falls within the scope of the identified trend, no further complaint specific investigation will be conducted. Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient faced that the infusion sets tape was not sticking event due to adhesive defect on (B)(6) 2026.